Event description:
Customer reported device runs hot with only brief use. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing revealed the motor was rough running, seized, low output and soft switch locked due to normal wear of components. The device was repaired and returned to customer on (B)(4) 2013. Placeholder.